Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of a follow up medical appointment on (B)(6) 2010, no patient complications were reported. All other information is unknown and unavailable.